Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was not turning on for the device. There was no cause found to determining the device not initially powering up. There were no parts replaced on the device. The device was scrapped. Additional findings not related to the malfunction/issue was damaged to the dc connector. The dc connector was replaced on the device.